Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed out of the tubing during the load process. Customer's blood glucose level was 267 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.